Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to severely cracked bleeding lcd display. No unexpected blank display anomaly noted. Unit received cracked retainer, cracked display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer states the insulin pump burned up and can¿t even read the screen. The customer reported 3 big steaks half white with black ink dots on the screen. The customer did troubleshooting previously for the blank display and is calling back after the insulin pump rest. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare provider. The insulin pump will be returned for analysis.